Event description:
Reporter indicated a vns handheld computer will not power on at all, despite being charged a while. Troubleshooting did not resolve the issue. The product has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.